Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient received a device alert for extended charge time limit being reached. The device was explanted. There were no patient problems.